Manufacturer narrative:
Technical investigation indicates that the software stopped working properly at the time the images were loaded from the pacs. A reduction of the pc performance during images loading may explain it. Then it was not possible to connect the robot, because the software was not running properly. This is a known design defect.

Event description:
During seeg surgery, the start button to initialize the robot arm was pressed and the robot started and audibly shutdown and a communication failure occurred. The robot was rebooted and functioned as intended.